Event description:
The customer reported that the system would not operate in subtraction mode during a case on. The problem occurred with a patient on the table and under anesthesia. There was no injury to the patient.

Manufacturer narrative:
The ge service rep deleted the objects directory, ran a scandisk and reloaded software. This corrected the problem. He tested the system, system operates as intended.